Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text: not applicable. Device evaluated by bd.

Event description:
It was reported that the pump module had shut down unexpectedly while infusing heparin 13 units/kg/hr (20.8ml/hr). Two clinicians went into the patient room to confirm heparin drip on pump. The clinician pressed "channel select" to look at the information on the pump when the pump shut down. Clinician tried again with the same steps listed above and the pump shut off again with an error message saying "pump shutdown during infusion. There was patient involvement but no harm. Following event, customer performed preventative maintenance on the devices and no issues were reported.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had shut down unexpectedly while infusing heparin 13 units/kg/hr (20.8ml/hr). Two clinicians went into the patient room to confirm heparin drip on pump. The clinician pressed "channel select" to look at the information on the pump when the pump shut down. Clinician tried again with the same steps listed above and the pump shut off again with an error message saying "pump shutdown during infusion. There was patient involvement but no harm. Following event, customer performed preventative maintenance on the devices and no issues were reported.